Event description:
It was reported that the nurse stated arctic sun device had alerted multiple times about every 15 minutes with alert 113 reduced water temperature control. Patient temperature (pt) was 37.3c, targeted temperature (tt) was 37, water temperature (wt) was 23.1c, water flow rate (wfr) was 2.2 l/m 4 pads connected. System diagnostics, outlet monitor temperature (t1) was 23.6c, outlet control temperature (t2) was 23.5c, inlet temperature (t3) was 23.7c, chiller temperature (t4) was 3.7c, water flow rate (wfr) was 2.1 l/m, inlet pressure (ip) was -7.2 psi, circulation pump command (cpc) was 65 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 12008.3, pump hours were 11282.1. Advised to swap out to alternate device and send this one to biomed labeled 113. Sn (B)(6).

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was inconclusive. The root cause for the reported event could not be determined. Dmfea ra2800010 rev 25 was reviewed for this investigation. The reported event is addressed in step/item #s ra12. The severity/effects of this complaint were addressed within the fmea. Potential causes were identified and reviewed. The residual risk is within the expected range. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. Based on the results of the investigation, no additional actions are needed. Correction: d UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated arctic sun device had alerted multiple times about every 15 minutes with alert 113 reduced water temperature control. Patient temperature (pt) was 37.3c, targeted temperature (tt) was 37, water temperature (wt) was 23.1c, water flow rate (wfr) was 2.2 l/m 4 pads connected. System diagnostics, outlet monitor temperature (t1) was 23.6c, outlet control temperature (t2) was 23.5c, inlet temperature (t3) was 23.7c, chiller temperature (t4) was 3.7c, water flow rate (wfr) was 2.1 l/m, inlet pressure (ip) was -7.2 psi, circulation pump command (cpc) was 65 percentage, mixing pump command (mpc) was 100 percentage, heater command (hc) was 0, water reservoir level (wrl) was 5, system hours were 12008.3, pump hours were 11282.1. Advised to swap out to alternate device and send this one to biomed labeled 113. Sn (B)(6). Per follow up information received via phone on (B)(6) 2025, transferred to the biomed. Spoke with biomed who confirmed receipt of the device. No repairs completed at this time. Their manager was still deciding if they would be sending the device in for a full pm. They would contact the technicians regarding their decision.